Event description:
This patient was brought to the interventional lab for an angioplasty procedure of the cephalic vein. The characteristics of the vessel are unknown. The information states that the physician advanced the balloon to the lesion and when he attempted to inflate the balloon, it would not inflate. The physician inspected the balloon under fluoroscopy by injecting contrast and a leakage in the balloon was discovered. The balloon was safely removed and another balloon was used to successfully complete the procedure. There was no patient injury.

Manufacturer narrative:
The product will be returned for evaluation and testing.